Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device sterility was compromised. An encore balloon catheter inflation device was selected for use. During unpacking, a foreign object of about 2mm was adhered inside the sterile tray via static electricity. Furthermore, the foreign object got shifted and was unable to be confirmed again. The procedure was completed with another of the same device. No patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection revealed that the box returned was found closed with its original seals and also they were found intact. The device was inspected and a small piece colored blue of an unknown material was observed within the transparent window of the encore original box. A DHR (device history record) review was performed and no deviation was found. The root cause has been determined to be manufacturing related. Since the original box was returned sealed is possible that the foreign matter observed was inserted during manufacturing process or during its packaging, in addition it is bigger than the maximum allowed. (B)(4).

Event description:
It was reported that the device sterility was compromised. An encore balloon catheter inflation device was selected for use. During unpacking, a foreign object of about 2mm was adhered inside the sterile tray via static electricity. Furthermore, the foreign object got shifted and was unable to be confirmed again. The procedure was completed with another of the same device. No patient complications reported. It was further reported that the foreign object was observed inner side of clear plastic part of the outer packaging.